Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: the pharmacy team has been seeing issues on their ICU med spiros product leaking when using with the monoject syringes. In reviewing the products and failed devices, the clinical team noticed that the luer lock tip on the monoject syringes has shortened and the packaging has changed from what they are used to seeing.